Event description:
Breg received legal notice on 06/24/2010 that pt had surgery on his left knee on (B)(6) 2007 and a cold therapy device was applied. The complaint does not set forth info about the temperature at which the product was used. The pt alleges that as a result of a cold therapy injury he sustained necrosis, infections, multiple surgeries and skin grafts. This complaint was initially reported by a sales rep in (B)(6) 2007. Investigation at that time found that the product had been used directly against the skin. Warnings in IFU directly warn against this use. Results of initial investigation did not support the claim of adverse event.